Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported when the unit was in "defrost mode", the main motor would shut off. There was no flow over the ice bank with a "pump not primed" indication message. This occured after surgery while the unit was being defrosted. There were no reported adverse consequences to the pt.